Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The top case, right plunger case, and battery door were cracked. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; there was apparent debris on opti-sensor and clutch wear. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced main board and clutch halves; performed occlusion test and all functional tests passed.